Manufacturer narrative:
The report received from the field indicated that approximately three (3) hours after discharge, the patient presented to the emergency room (ER) with back and flank pain. A retroperitoneal bleed was diagnosed and confirmed with a CT scan. The patient was taken to surgery for vascular repair. The patient underwent surgery without incident and tolerated the procedure well. The patient had undergone a diagnostic procedure and the access site was closed with a 5 fr. Exoseal vascular closure device (vcd) after the procedure/prior to discharge. The approach for the procedure was retrograde. The patient was not anticoagulated during the procedure. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There were no reported product issues noted during the deployment of the device. The deployment procedure was followed as recommended in the instructions for use (IFU). The physician was certified for use of the device and had performed over twenty cases. Hemostasis was successfully achieved. The patient did not demonstrate any signs of access site bleeding or hematoma prior to discharge. The patient was recovered and discharged without incident. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Based on the available information and the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
The report received from the field indicated that approximately three (3) hours after discharge, the patient presented to the emergency room (ER) with back and flank pain. A retroperitoneal bleed was diagnosed and confirmed with a CT scan. The patient was taken to surgery for vascular repair. The patient underwent surgery without incident and tolerated the procedure well. The patient had undergone a diagnostic procedure and the access site was closed with a 5 fr. Exoseal vascular closure device (vcd) after the procedure/prior to discharge. There were no reported product issues noted during the deployment of the device. The deployment procedure was followed as recommended in the instructions for use (IFU). Hemostasis was successfully achieved. The patient was recovered and discharged without incident. The patient did not demonstrate any signs of access site bleeding or hematoma prior to discharge. The approach for the procedure was retrograde. The patient was not anticoagulated during the procedure. The physician was certified for use of the device and had performed over twenty cases. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15869309 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.